Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they changed the integrated multisensor technology (imt) probe on the dimension vista 500 instrument. Then, the customer ran a cimtmx test, which recovered out of specifications. The probes and drains were also cleaned on the instrument. Siemens reviewed the instrument data and determined that sample probe 1 (s1) and reagent probe 1 (r1) mix were functioning properly. A siemens field service engineer (fse) was dispatched to the customer's site; the fse replaced the imt mixer and aligned the imt probe. Then, the fse ran a quick check test, a cimtmx test and quality controls (qcs); the qcs and tests recovered within specifications. Siemens further investigated the instrument data and determined that the initial discordant result and repeat discordant result were obtained using the same aliquot, which contained a 1:200 dilution. Different sample aliquots were used for the determination of 2nd and 3rd repeat results. Siemens did not find any issue with the reaction kinetics and observed that qcs were within expected ranges at the time of the event. The sample was also run for other tests without any issue, which excludes a pre-analytical or sample related issue. The instrument's preparation of the initial 1:200 dilution sample aliquot potentially contributed to the discordant, falsely elevated salb results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated specialty albumin (salb) result was obtained on a patient sample on the dimension vista 500 instrument. The same sample was rerun on the same instrument, resulting in another discordant, falsely elevated salb result. The repeat result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and an alternate dimension vista instrument, resulting lower. The 2nd repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated salb results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00271 on 13-apr-2018. Additional information (17-apr-2018): siemens further investigated the cause of the discordant, falsely elevated specialty albumin (salb) results on the dimension vista 500 instrument. Siemens determined that there was no instrument error triggered by the instrument. Siemens determined that the parameters for creating the sample aliquots were within specifications. Upon reviewing the dilution curves, siemens determined that there was a potential issue with the aliquot. Siemens also observed that the cimtmx test for the integrated multisensor technology (imt) probe was out of specifications at the time of the event. On 24-apr-2018, a siemens field service engineer (fse) was dispatched to the customer's site and replaced the horizontal belt of the aliquot probe. Then, the fse ran a quick check test and quality controls, recovering as expected. The instrument is performing according to specifications. No further evaluation of this device is required.